Event description:
During a total hip replacement a raytex was used in the case then passed off due to it being saturated. Later in the case, a small rfid indicator was discovered on the floor next to the field. The circulating nurse examined the raytex and found the rfid missing and a small hole in the ribbon where the rfid indicator is suppose to be located.